Manufacturer narrative:
Qc was within the established ranges prior to the event. A system check was performed on (B)(6) 2011. All results were within the specifications. Bci field service engineer (fse) visited the site on (B)(4) 2011 and performed preventive maintenance. All verification testing met the specifications and no hardware issue was noted. A clear root cause for the event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously positive total beta hcg (tbhcg) result generated by unicel dxi 800 access immunoassay analyzer for one patient's sample. The result was reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.